Event description:
It was reported that passed away due to multi drug resistant septic shock. The outcome was considered device or therapy related. The device parameters (flow, speed, power) were within normal limits for this patient

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.